Manufacturer narrative:
Additional information: device lot number, UDI, and manufacturing date provided. The clamp was returned to the manufacturer for analysis. Analysis found that the clamp was in good condition and fully functional. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was having issues with the short spine clamp. The spine clamp was stuck/jammed and would not tighten around the spinous process. The site then switched to the longer spine clamp for the rest of the case. There was no reported impact to patient outcome and no reported surgical delay.